Event description:
During right subclavian line placement md attempted to thread a wire. Wire wouldn't thread past the needle hub, then kinked. Md removed entire apparatus. Syringe and hub intact, needle not attached. Pt underwent surgical removal of needle from lateral aortic wall.